Event description:
It was reported that, "product wore evenly after 14 years."

Manufacturer narrative:
An eval of the device cannot be performed as it was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR# 2249697-2009-00637.